Event description:
The patient had contacted lifescan and reported that her one touch ultra meter was reading inaccurately high. The patient had received a result of 407 mg/dl on her meter and was comparing that result to the doctor's meter, which was also a high result of 323 mg/dl and was treated with insulin. The patient was experiencing high blood glucose symptoms of blurred vision, and hot flashes. Therefore, the symptoms and treatment match the high result on her meter. She had tested on the meter after experiencing those symptoms. During troubleshooting, the patient was unable/unwilling to answer if the meter was set in the correct unit of measurement (mg/dl). It was also discovered that her testing technique was incorrect. Her diabetes medication regimen was not provided. The patient had also reported that the test strips were damaged. Based on the information provided, there is an indication that the test strips had malfunctioned. However, there is insufficient information at this time to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a strip malfunction. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.